Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge/segmental resection. On the first firing, the reload was clamped on the tissue and squeezed once of twice, however, could not squeeze on halfway. The return knobs were retracted and the jaws opened. The tissue of the lung was resected a few centimeters. There was temporary tissue damage. The tissue was slightly hard but thin. The procedure changed to a needle biopsy and the procedure was completed. No patient injury or extension in surgical time. Patient status is no problem.